Manufacturer narrative:
The customer elected to replace the glidescope avl video baton 3-4. During a follow-up, the customer indicated they have received the new video baton and the image issue has been resolved. Since the one (1) year warranty has expired, the customer also elected to not return the video baton used in the event to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would show green lines or disappear when the cable was flexed at the video baton end. The customer indicated the procedure was completed with a gvl system, and that it was ready to use within a minute. No harm to patient or user was reported.